Event description:
Customer reported that she was hospitalized for non-diabetes related issue. Customer stated that her insulin pump was alarming button error and low reservoir and it was left at home. Customer stated while in the hospital her blood glucose went high up to 251 mg/dl and was treated. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.